Manufacturer narrative:
(B)(4): a review of the pump history showed that the pump was powered down from (B)(4) 2012. There were no other power issues noted in the pump history. During investigation, the pump powered up appropriately to the verification screen. A rewind, load, and prime sequence was performed with no power issues occurring. The pump was exercised for 24 hours with no power issues. Visual inspection revealed no damage to the battery compartment or cap. A review of the black box indicated that the patient was not inserting fully charged batteries when changing the battery.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump would not power on after the battery had been replaced. The patient tried additional new batteries, to no avail. Troubleshooting revealed there was no damage or corrosion to the battery compartment or pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.